Event description:
It was reported the labeling information was incorrect. The length specification on the 8780 catheter box and manual was showing 86cm and the actual was 86.4cm per 8870 software. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).